Event description:
It was reported that the user received repeated occlusion alerts on an ilet system and experienced elevated blood glucose of 213 mg/dl. The user dismissed the alert, disconnected the infusion set, confirmed drop formation, then reconnected and resumed delivery, and a subsequent alert was cleared and did not recur, indicating a lack of effect from delivery during the event and with no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and insufficient information to identify a specific component fault, while a lack of effect from insulin delivery was noted. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.